Manufacturer narrative:
The customer found that the bottom tubing of the sweep flow foam trap (vc2) was disconnected from fitting and customer reattached the tubing to resolve the leak. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a diluent fluid leak of approximately 1ml from the sweep flow foam trap on a coulter lh 500 hematology analyzer. The leak was not contained. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.